Event description:
The rptr did back to back blood glucose tests, within 10 minutes, using the same fingerstick. Reporter's results were 70, 100, 134 and 151 mg/dl. Rptr did not have any symptoms. A control test was in range. No harm was alleged.